Manufacturer narrative:
Additional information received that the patient was scheduled for the catheterization due to symptoms of congestive heart failure (chf). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was scheduled for a cardiac catheterization and the valve was observed to be implanted in the abdominal aorta. No adverse patient effects were reported.